Event description:
Healthcare provider was giving patient IV ara-c, checked blood return, attached chemo syringe to IV line, pushed chemo slowly then mom stated she had been sprayed by something. Checked IV line, there was fluid on the outside of the spiros and mom and patient were wet. The syringe started with 0.55ml and when I pushed chemo, there was 0.35ml left. Mom and patient were instructed to wash their hands with soap and water, pharmacy was called and looked at the chemo. A new syringe of ara-c was made with remaining dose of 0.35ml per doctor and pharmacy request. Manufacturer response for set, administration, intravascular, ICU medical (per site reporter). Emailed ICU medical, but no response yet.